Manufacturer narrative:
(B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: d4: expiration date. H4: device manufacture date. H6: health impact, medical device problem code, investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20/apr/2026 against ¿lot number¿ ¿6015032¿ and similar malfunction codes: soft cannula bent/kinked/crimped after removal blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6015032 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 20/apr/2026 against ¿lot number¿ criteria equal ¿6015032¿ and similar malfunction codes: soft cannula bent/kinked/crimped after removal blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The number of complaints is 1. The complaints numbers is (B)(4). Device history record (DHR)review: the lot 6015032 was manufactured according to work instruction (wi) version 82 and manufactured in machine / line: m12 on 23/aug/2025 with a total of (B)(4) units. Sub assembly: assembly the lot 5h00943 was manufactured according to the wi version 30 and manufactured in the line: quik set, on 17/aug/2025, with a total of (B)(4) units. Sub assembly: gluing of tubing the lot 5h00434 was manufactured according to the wi version 42 and manufactured in the line: 04, 05, on 15/aug/202, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional air flow tests for the reported malfunction code soft cannula bent/kinked/crimped after removal ¿ blockage. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015032 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos/samples were requested; however, the customer confirmed that no photos/samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient faced bent cannula event on 19-mar-2026. Patient had high blood glucose levels. Treatment for high blood glucose levels was insulin via pump. Infusion set has been in use for 5 hours.